Event description:
Ous MDR - after an implantation period of about 3 months, oversensing with inappropriate therapy was reported. As all measurements of the lead were in range, the physician cleaned all lead connectors and the header during the revision procedure. One day later the patient received inappropriate shocks again. The physician decided to replace the system. Apart from the shocks no further adverse patient side effects have been reported.

Manufacturer narrative:
The analysis of the leads revealed deformations and squeezing of the body of both leads in the proximal area. In the case of the protego lead, the insulation body as well as the coating of the conductor cables to the ring electrode, rv shock coil and svc shock coil were found damaged. Based on the characteristics as well as the location of these damages, it is reasonable to assume that the leads had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment, which led to the clinical observations. Further inspection of the leads revealed explantation damages i.e. Cuttings and puncturing of the insulation as well as deformations of the rv and svc shock coils. The analyses of the leads and the ICD did not reveal any sign of a material or manufacturing problem.